Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es was offline due to a power outage and was not able to work. As the customer stated, after the power outage, all pyxis machines did not come back online, and nurses were unable to access medications. Pyxis machines were powered off and then back on and did not resolve the issue. Nurses are able to access the login screen to enter their username, but it would not allow them to go past that point. This created a major patient safety issue. Pharmacists called on site and dispensed medications from the inpatient pharmacy until pyxis machines came back online. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline due to power outrage and was not able to work. A technical support specialist checked server and device status, confirming no server errors, identified intermittent network issues affecting authentication, and advised the user to use cached credentials and advised user in future if this happened try to unplug the network cable and the device will authenticate using cached password, provided timestamp of the issue happened and resolved. The system functioned as intended after assessed by the technical support specialist.